Event description:
Pt had elevated blood glucose, reading hi on meter, between dinner and bedtime. Reporter changed infusion set and tubing, but blood glucose remained hi. Reporter noticed air bubbles at the leur lock connection; priming would not move air bubbles and no insulin dripped from the end of the infusion set. Reporter stated device counted down on the screen during the prime and she could hear the motor, but no error messages were given. Reporter switched pt to backup device and blood glucose was corrected to normal range (80-200 mg/dl). Pt's current condition is fine. When troubleshooting it was determined that piston rod and adapter have been in use longer than recommended.